Event description:
The manufacturing representative later reported that the surgery was supposed to be on (B)(6) 2015 but was cancelled. The manufacturing representative was unsure of when it would take place

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving hydromorphone (concentration 5mg/ml at an unknown dose) via an implantable pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient experienced ineffective pain relief. A catheter access port procedure was performed and no flow was obtained. A catheter replacement was planned for the future (in early sept) but had not been scheduled. At the time of this report, it was noted that the patient status was "alive: no injury", and the issue had not resolved.